Event description:
It was reported the patient¿s entire system was replaced. The patient was receiving effective therapy.

Event description:
It was reported that a patient had several falls over the past six months and noted a slight increase in her symptoms. The patient reported undergoing an MRI at an unknown time but was certain the device worked after that time. There were high, out of regulation impedances greater than 4000 on all electrode combinations. Diagnostic testing included impedance testing and there was premature battery depletion. The product issue was not resolved and the cause of the issue was not determined. There was planned action required as a result of the event, but it was unknown what the action was. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va009dh, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).